Event description:
The customer stated the suspect device was used to check blood glucose and a result of 141 mg/dl was obtained. The next day the customer looked into the suspect device memory and the value was saved as 914 mg/dl.